Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient air supply at the tip. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was confirmed. Additional non-reportable malfunctions were found during evaluation are as follows: due to clogging of the nozzle, the air and water supply volume, and also the water removal ability did not meet the standard value, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward (u/d) knob was out of the standard value, adhesive on bending section cover (a-rubber) had a crack and a white-cloud area, scope cover (s-cover) plate had peeling, adhesives around the objective lens and light guide (lg) lens had white-clouded area, plastic distal end (c-cover) and connecting tube had a scratch, switch 4 (sw4) has wear, the objective lens had a scratch. The universal cord had a wrinkle, and the protector of the universal cord on control section side had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was confirmed that reprocessing was practiced in accordance with instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.